Event description:
On (B)(4) 2013, it was reported a physician performed a successful myosure for uterine tissue removal procedure. Post procedure, there was a "saline deficit of 5,000 ml and [the] pt experienced pulmonary edema". The pt was immediately transferred to the intensive care unit (ICU). Additionally, it was reported "the loss of fluid is not due to a perforation rather fluid loss through the fallopian tubes". The pt was stable. On (B)(6) 2013, it was reported the exact intervention is unknown, but "lasix [furosemide] was involved". The pt is out of the ICU (discharge date unknown) and the "pt is fine".

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant products: serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).